Event description:
It was reported that during an unspecified gastro-intestinal (gi) stenting procedure, a deployment suture break and detachment occurred. The location of the lesion is unknown. The 8.5fr/5cm flexima biliary stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, resistance was encountered and the stent was unable to be released from the sds. The physician manipulated the unspecified endoscope, but was unable to improve the angle. The physician applied force to the deployment suture to release the stent, however, the suture broke and remained inside the patient. No attempt was made to retrieve the detached suture as it was the physician's opinion that the suture "would be removed from the body by itself". No further intervention was performed. The patient's status is reported as "good".